Event description:
A report was received that the patient had an umbilical infection. Symptom of fluid discharge was noted. The patient was treated with antibiotics. It was unknown if infection was device related.